Manufacturer narrative:
(B)(4).

Event description:
See also manufacturer report #3004209178-2010-05527. It was reported that the pt experienced an infection with the following symptoms: "burning sensation, acute pain, and swelling." The location of the pt's symptoms was at the ins location. The symptoms occurred following an implantation. The pt was admitted to the hospital in "serious" condition. It was unclear whether the noted pt symptoms occurred at one or both ins locations, or which ins was involved.